Event description:
The customer reported that the buttons on the insulin pump were unresponsive. The blood glucose reading was 138mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed, and the drive support cap was sticking out. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Prime alarm during the prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.